Manufacturer narrative:
The primary reported complaint of fault code 16 (timeout moving to take-up position) on the autopulse platform (sn (B)(4) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the issue was due to the brake gap being out of specification. The brake gap was readjusted to remedy the fault. The secondary reported complaint of the autopulse powers off and on by itself was not confirmed during functional testing. The autopulse platform is designed to turn itself off after 2 minutes if an error occurred. Upon visual inspection of the platform, a tear on the load cover was observed. This observation is not related to the reported complaint. The probable cause for the observed physical damage could be due to user mishandling. The autopulse platform was manufactured in 13 september 2019. Review of the archive data indicated fault code 16 was observed. Upon service completion, the load plate cover will be replaced and final test will be performed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) error message. The platform powered off and powered on by itself . Patient use information was requested but no additional information was provided, therefore patient use is unknown.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message. The platform powered off and powered on by itself . The reporter was unable to specify if the issue occurred during shift check or patient use. No consequences or impact to patient.